Event description:
It was reported that during an implant wireless telemetry was lost and the implant was finished using the programmer head for telemetry. Wireless telemetry was able to be reestablished after implant. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.